Event description:
The complainant reported a (B)(6) male patient presenting with myocarditis for hemodynamic support using the impella cp device. During support, the patient was suspected to have endured hemolysis and renal failure. Dialysis was administered as a result. Additionally, an access site bleed developed for which a blood transfusion was required.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.